Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) attempted to contact the customer, but no response was received. The case was closed and no additional information was available.

Event description:
It was reported that when using the bd pyxis¿ medflex¿ 1000, a cubie issue occurred. The user reported being unable to issue medication because the cubie did not open for bactrim ds. The drawer opened as expected; however, the associated cubie failed to open. There were no delay or adverse events or injuries reported based on this event.